Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic was torn/split (possible cut) into three pieces. A lens bench could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/05/2010 and 02/09/2010 by fax, mail and phone. Additional information was received 02/10/2010 by phone. A completed questionnaire has not been received. (B) (4)

Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. The lens was exchanged for a different model and power. During the exchange, the capsule broke as the surgeon was removing the initial lens. The incision was closed with sutures. Additional information has been requested.